Manufacturer narrative:
Physio-control evaluated the device, and verified the reported failure. Physio replaced the power module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced power module and determined that the root cause of the reported failure was a blown fuse and 3 shorted transistors.

Event description:
It was reported that the device would not operate on ac power. There were no reports of patient use associated with this event.